Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while laser was firing patient was moving, putting forces or moving eye and there was suction loss during the fragmentation part of the procedure. Patient was converted to traditional surgery in operating room. Surgeon reported no injury.

Manufacturer narrative:
Device evaluation - a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for catalyst system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Results were within specifications. Probable cause is related to patient moving, putting forces, moving eye as reported by surgeon. All pertinent information available to abbott medical optics has been submitted.